Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in (B)(6), a leak at a connection was noted while a patient was receiving a blood transfusion. The nurse reinforced the connection with tape and completed the infusion. There was no patient harm.